Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 4229316 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 4237166 300-10-45 - equinoxe replicator plate 4.5mm o/s. 4300675 300-20-02 - equinox square torque define screw drive kit. 4266257 310-01-44 - equinoxe, humeral head short, 44mm (alpha).

Event description:
As reported, the 69 year old female patient had an initial left tsa on (B)(6) 2016. The patient was revised and all explants removed on (B)(6) 2024; reason not reported. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g1, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported may have been the result of glenoid loosening. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.